Event description:
Patient undergoing image guided lumbar puncture. During procedure fluoroscopy system failed; no warning or error message. Fluoro image suddenly turned to gray screen. Case was able to be completed using spot images and patient suffered no permanent harm. However, this event was the second time this scenario happened in a few weeks on the same exact unit (see submitted report dated 2/23/2023). Device was initially serviced by philips team members after 2/23/2023 event and returned to service. Unit has now been taken out of use and reported to philips again. Unit is under philips warranty. Site ID (B)(4).